Event description:
It was reported that the balloon was difficult to remove. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, after dilatation, it was noted that the device was difficult to remove even after several attempts. So, the physician removed the device with force. There were no patient complications were reported and the patient was stable.